Manufacturer narrative:
Describe event or problem updated. Bsc ID (B)(4) / tw# (B)(4).

Event description:
It was further reported that the event occurred during advancing.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for analysis. A microscopic examination of the shaft, collar and tip were performed. The shaft was partially detached/separated at the collar with the polytetrafluoroethylene(ptfe) still holding the shaft and collar together and the tip was cut/slit. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 28-jun-2017. It was reported that the device could not cross the lesion. A guidezilla¿ guide extension catheter was selected for use. During procedure, it was noticed that the catheter could not cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, device analysis revealed that the shaft was partially detached/separated at the collar.